Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose of 400 mg/dl. The blood glucose level was 395-300 mg/dl at time of incident. The current blood glucose was 317 mg/dl. Customer reports they feel okay to troubleshoot. Customer reports they have a back-up plan available. The customer treated for high blood glucose with manual pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer is not calling back to perform high pressure test. Customer declined to check for the presence of leaks or air bubbles in the reservoir. Customer wishes to check their settings. Customer stated that the customer had a lung transplant recently. The insulin pump will not be returned for analysis.